Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) multiple times in the same day due to blood glucose (bg) level ranging from 40 to 560 mg/dl. Customer alleged that an unspecified issue with the pump was the cause; however, this could not be confirmed as customer declined troubleshooting with tandem technical support, and declined to provide additional information. Reportedly, customer left the ER 2 hours later for each visit.